Event description:
It was reported that the patient was admitted to the emergency room after receiving inappropriate shocks. The electrograms suggested there was atrial fibrillation (af) with rapid ventricular response (rvr) detected by the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).